Event description:
It was reported that no disposable alarms occurred. No patient injury was reported.

Manufacturer narrative:
Testing / inspection: no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. Complaint was not confirmed.